Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure and iab disconnected alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields are d10 concommitant, e1 event site telephone, h6 medical device problem code. Updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. During the call, brittany reported that after seeing the iab disconnected message, she attempted to restart the pump, which then resulted in an autofill failure alarm. Esp personnel instructed her to physically check and firmly reseat the helium tubing slip tip connection points and then perform an iab fill. This action resulted in a successful autofill and resumption of therapy. Esp personnel explained that the helium tubing utilizes slip-tip connections designed for safety, which may appear connected while still being loose. The caller was observed for several minutes to ensure no immediate recurrence of alarms. Brittany did not recontact esp and reported resolution of the issue.